Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred before use in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the customer reported "system error 345" was confirmed but not reproduced. A review of the event history log identified multiple events of system error 345 messages. A service history review revealed the device has been serviced for this same issue within the last 12 months and the input/output printed circuit board was replaced during prior repair. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.